Manufacturer narrative:
(B)(4). Method: device eval is pending following a pt use event. Device manufacture date: unk at this time. Serial number unk at this time but will reported on the follow up.

Event description:
The user is questioning the "no shock advised" notification given by the device during deployment.